Event description:
It was reported to st. Jude medical that the device displayed a hardware reset message upon interrogation. The patient had been lost to follow-up for several years and the device was now working as a backup pacemaker with no defibrillation support. It was stated that the device should be replaced.